Manufacturer narrative:
It was reported that the safety valve remained closed. The customer informed the remote service engineer (rse) that pressure was not applied to the patient. It was stated that there was a possibility that pressure was not delivered effectively due to the patient using a performax mask. The mask was replaced then it was confirmed there was improvement. The v60 has been retrieved for evaluation. The v60 was evaluated by philips and the reported issue was unable to be confirmed. The reported issue was unable to be confirmed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the safety valve remained closed. The device was in use on a patient at the time the reported issue was discovered. The patient showed signs of lethargy however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. It was reported that the safety valve remained closed. The customer informed the remote service engineer (rse) that pressure was not applied to the patient. It was stated that there was a possibility that pressure was not delivered effectively due to the patient using a performax mask. The mask was replaced then it was confirmed there was improvement. The v60 has been retrieved for evaluation. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).